Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the gas delivery system (gds), v60 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the gas delivery system (gds), v60 was the cause of the reported issue.

Manufacturer narrative:
E: (B)(6) hospital. Reporter phone (B)(6). Reporting institution phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device gives an airflow error that occurred upon device startup. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.